Event description:
Rep reported that there was leakage at the pt stop cock and the csf port. (The side proximal stop cock towards the pt line). There was no injury to pt and no delay. Add'l info from the rep explained that the unit directly involved with the pt is not available. The rep indicated that the sys was changed, however, the catheter was not. The sales rep also pulled another unit off the shelf with the same lot number as the unit the pt had, and she is sending it in for us to be tested.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records have been reviewed and they revealed that the device conformed to all manufacturing and qual testing/inspection specs prior to being released to stock. A new prod was pulled from the shelf with the same lot number and sent in for eval. No observations were made that would explain a device failure. This device also met all mfg and qual testing/inspection specs prior to being released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.